Manufacturer narrative:
(B)(4).

Event description:
The pt fell forward in (B)(6); the implantable neurostimulator (ins) worked following the fall. Approximately 1 to 1.5 weeks ago, the pt lost stimulation and had no therapeutic effect. The pt increased the amplitude on all of her programs and still couldn't feel anything. The pt also felt a pain, a "sharp poke", at the ins site, but only when it was turned off; the pain was intermittent. The ins was charged and she could communicate with the recharger and the pt programmer. The pt status was reopened to be "fair". The pt had an appointment scheduled with her physician. Additional info has been requested, a follow-up report will be sent if additional info becomes available.